Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code: e0131 (speech disorder).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient is blind. On (B)(6) 2024, the day of the event the patients cgm reading was 10.0 mmoll, and dropped to 2.2 mmoll. The cgm reading was then changing between low and 2.2 mmoll for over 2 hours. The patient self-treated with a total of 10 glucose tablets, juice, and grapes. The patient experienced a headache and was not able to talk right, and an ambulance was called by a bystander who helped the patient. When the paramedics arrived a fingerstick was taken and the blood glucose reading was "high", but no specific value was reported. The patient was treated by the paramedics with 7 units of insulin, and intravenous saline. The patient recovered after treatment and was not brought to the hospital. There was no documentation of further medical intervention. At the time of the report the patient was stable. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined due to no calibrations to confirm the reported inaccuracy. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).